Manufacturer narrative:
The event date has been estimated chronic driveline infection/death addressed in MFR report number 2916596-2014-02302. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that throughout the course of lvad, patient struggled with chronic driveline infection, with most recent culture in (B)(6) 2020. This culture grew out pseudomonas aeruginosa, where the patient received daily chronic antibiotic suppression with cefepime IV (intravenous). The patient was admitted for hyperkalemia, hypovolemia, and sepsis related to driveline infection. The patient had a noted decline in overall functional capacity. Patient changed code status to dnr (do-not-resuscitate). Patient had previously disabled intake tachy therapies on ICD (implantable cardioverter defibrillator) in (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.